Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single piece lens but due to patient complications was unable to get the lens to position well in the eye. The lens was removed with no patient injury. There was some bleeding in the posteriior chamber and another lens was not implanted. The reporter stated the event was due to patient issues and was not lens related.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens.(B)(4):results - visual inspection of the returned product found the lens optic and one haptic torn. The lens was returned in liquid. (B)(4).